Event description:
It was reported that bd nexiva closed IV catheter system-dual port leaked. The following information was provided by the initial reporter: blood leaks from stylet port area after stylet is removed. Date of incident : (B)(6) 2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.